Event description:
The facility reported a flo-gard infusion pump with a failure code of 66. It is unknown when this condition occurred, however, it is known that it occurred in the general patient ward. This condition has the potential to interrupt delivery. According to the hospital representative, there was no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with diagnostic failure code 66 was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed all service information and has determined that an f-6 found in the alarm log confirms the customer's condition. The root cause of this condition was determined to be a defective main battery. The main battery and harness were replaced to correct this condition. A device history review revealed no abnormalities were found during manufacturing. Should additional information be received, a follow-up medwatch will be submitted.